Manufacturer narrative:
(B)(4). D10 p10-310-i306-s, x-link vtmn e poly 3x6mm neu strl, p10-250-tlr3-s, talus chamfer rt sz 3 tps strl. Unk screw/ the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported from a clinical study that a patient who underwent a total ankle arthroplasty subsequently required percutaneous screw fixation to the medial malleolus approximately 2 years and 7 months post-implantation due to pain, swelling, and a stress reaction, and approximately 3 months later required a fluoroscopic injection for ongoing pain and stiffness attributed to arthritis in the midfoot and lateral tarsometatarsal joints of the right ankle. Attempts have been made and no further information has been provided.